Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported they are having trouble getting the injector to advance and there was no stent once it did against the xen45 gts. Affected eye is right eye. Surgery was completed with another xen45 gts. There was no eye injury.